Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100777491. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was riding too high and the tubing was located too superficially. As a result, the pump was explanted and replaced. No patient complications were reported.